Event description:
Customer reported signal drop out on the pt net central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service rep repaired the units main pcb board and tested the unit to factory specs.